Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the drill broke during the total knee arthroplasty; surgeon had to obtain the drill with a secondary tool. Another drill was opened and used to complete surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. UDI # - (B)(4) the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned drill bit showed signs of repeated use and was confirmed to be fractured in two pieces where the flutes merge with the shaft. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The instrument use, care, and sterilization insert instructs to inspect all instruments carefully prior to each use, to check instruments with long slender features (particularly rotating instruments) for distortion, and to not use a device if damage or wear that may compromise its function is noted. The insert also indirectly indicates that drill bits can break. However, a definitive root cause of the instrument fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill broke during the total knee arthroplasty. A secondary tool was required to retrieve the drill from the surgical site. Another drill was opened and used to complete surgery.